Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a tray was received for the report. The sample was visually inspected and found to be nonconforming with white/yellow foreign material on the port face and inside the port. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks on cutting edge, bend area and another area on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the complaint evaluation confirms the reported issue. The root cause for the no cutting is the observed gouge marks. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the direction for use, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. No further investigative or manufacturing actions are warranted at this time due to the observed cut failure was due to excessive use of the probe by the user. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported vitrectomy probe could not cut, although the cutting speed was gradually reduced from 20000 to below 5000 cuts per minute during vitrectomy surgery. The surgery was completed smoothly after changing to a new one. There was no impact to the patient.